Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that multiple cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.